Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient presented at office with painful knee. X-rays revealed subsided tibia. Scheduled for surgery and left knee was revised with triathlon ts.

Manufacturer narrative:
An event regarding tibial subsidence involving a series 7000 standard tibia was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient presented at office with painful knee. X-rays revealed subsided tibia. Scheduled for surgery and left knee was revised with triathlon ts.